Event description:
As reported by the user facility: antibiotic set for 150cc/hr rate. Rn witnessed rapid flow. Stopped infusion and set at 100cc/hr and restarted. Rate continued too fast. Infusion resumed using another pump. Per biomed review of pump history, actual volume infused and theorhetical volume were within 3% deviation. Please refer MFR report # 9610825-2013-00182.